Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported separation; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using proglide devices with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, when the first device was attempted to be advanced, some resistance was experienced but not out of the norm and the distal guide and the proximal guide broke; however, held together by the actuator wire. The device was successfully removed. Wire access remained and a second device was attempted, and the same issue occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.